Event description:
It was reported that the site had a wand with a damaged cable. The site explained that the cable was "broken and burned". The programming wand has been returned to MFR and analysis is pending.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to death or serious injury.